Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported gripper line break and gripper arm actuation issues were confirmed via returned device analysis. The investigation concluded that the reported gripper arm actuation issue was related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the grippers that could not be raised. This has potential to contribute to patient injury. It was reported that the mitraclip delivery system (cds) was in the left ventricle and the grippers were lowered. Attempts were made to raise the grippers, but the grippers did not respond. The user closed the mitraclip, which in turn, raised the grippers against the shaft of the cds. The cds was removed from the anatomy without issue and it was noted that the gripper line was broken and curled near the mitraclip. Another cds was used to complete the procedure without further incident. The mitral regurgitation grade was reduced from four to one with one mitraclip. There were no adverse patient effects. No additional information was provided.